Manufacturer narrative:
It was reported that the clinical study patient was noted with stiffness post left tkr for which manipulation under anesthesia was required. The affected legion oxinium femoral component, genesis ii resurfacing patellar component, genesis ii cr deep flexion insert and genesis ii tibial baseplate were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient records available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient was noted with stiffness post left tkr for which manipulation under anesthesia was required.